Event description:
It was reported that a patient was previously in a car accident and that afterwards they experienced severe shocking sensations at the site of their vns generator. The patient's stimulation was disabled due to the pain. The patient was referred for exploratory surgery and possible replacement. Diagnostics for the patient's device were within normal limits. The surgeon decided to proceed with generator replacement due to the patient's reported pain. No other relevant information has been received to date.